Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient who was receiving an unknown drug of an unspecified concentration at an unspecified dose rate via an implantable pump for non-malignant pain. It was reported that the pump was replaced due to a concern over a leak. It was further indicated that after the pump was replaced the patient would get dizzy and experienced nausea during refills. The date of the event was unknown. There was concern the pump was leaking at refill site when accessed. The company representative believed the hcp office did an ultrasound of the pump in the office but was unsure of the results. Environmental/external/patient factors that may have led or contributed to the issue was indicated as n/a (not applicable). The issue was resolved at the time of the report. The patient was without injury regarding the status at the time of the report. The pump was in the possession of the company representative and was to be returned to the manufacturer. Other medications (oral, etc.) The patient was receiving at the time of the event was unable to be obtained. The patient¿s medical history was requested but would not be made available. It was noted that the hcp had no further information on this event. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The previously reported method code has been updated. The previously reported results code has been updated. Analysis of the pump (B)(4) found wear on the motor o-ring for gear number three. If information is provided in the future, a supplemental report will be issued.